Event description:
Reporter noted physician indicates that irregular shape/edge of phaco handpiece [tip] may have caused area in back of posterior capsule; needed vitrectomy.

Manufacturer narrative:
Waiting for evaluation results. Surgeon's questionnaire has not been returned to date.